Event description:
It was reported that before use the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "customer found there was particulate in the product."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: "customer found there was particulate in the product."